Event description:
It was reported that the coating unraveled. Two 0.035in, 185cm, j tip back-up meier guidewires were used in a tavr procedure. While advancing the guidewire through the sheath, the guidewire's coating unraveled. This occurred on both devices. A non-boston scientific guidewire was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that the coating unraveled. Two 0.035in, 185cm, j tip back-up meier guidewires were used in a tavr procedure. While advancing the guidewire through the sheath, the guidewire's coating unraveled. This occurred on both devices. A non-boston scientific guidewire was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Corrections: d4: lot number, expiration date, unique identifier (UDI) #, and h4: device manufacture date

Manufacturer narrative:
Device eval by manufacturer: the customer provided a picture; per media inspection, it can be observed that the coating ptfe of the guidewire was peeled off. Visual and microscopic inspection of the returned guidewire revealed that the coating ptfe was peeled off at several sections.

Event description:
It was reported that the coating unraveled. Two 0.035in, 185cm, j tip back-up meier guidewires were used in a tavr procedure. While advancing the guidewire through the sheath, the guidewire's coating unraveled. This occurred on both devices. A non-boston scientific guidewire was used to complete the procedure. No patient complications were reported.